Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, the sensor wasn't connecting to the transmitter. Customer was advised to remove the sensor and part of the electrode was missing. Customer's blood glucose was unknown. The sensor is being returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due ot the customer returning the sensor opened and used.